Manufacturer narrative:
Reported event of oversensing was not confirmed. The device was at elective replacement indicator level upon receipt. Analysis performed, including, sensitivity test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of sensing problem. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited far r oversensing. The pacemaker was explanted and replaced. The patient was stable.